Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this at a routine follow up visit for this patient, a shock impedance measurement of 93 ohms was noted. There has been a gradual incline in the low voltage shock impedance (lvsi) over the past two years and the average lvsi over the past 28 days was 95 ohms. The device beeper is programmed on and the upper lvsi alert was reprogrammed to 150 ohms. The physician also reported the patient has a history of inappropriate shocks due to atrial fibrillation with rapid ventricular response (rvr). Normal sensing and pacing was observed and the device is optimally programmed with the first 2 shocks set to maximum (41j) and shock polarity set to initial (rv-). Re-assessment will occur when the average lvsi over 28 days reaches 150 ohms or at the patient's next follow up visit in 5 months. The system remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this at a routine follow up visit for this patient, a shock impedance measurement of 93 ohms was noted. There has been a gradual incline in the low voltage shock impedance (lvsi) over the past two years and the average lvsi over the past 28 days was 95 ohms. The device beeper is programmed on and the upper lvsi alert was reprogrammed to 150 ohms. The physician also reported the patient has a history of inappropriate shocks due to atrial fibrillation with rapid ventricular response (rvr). Normal sensing and pacing was observed and the device is optimally programmed with the first 2 shocks set to maximum (41j) and shock polarity set to initial (rv-). Re-assessment will occur when the average lvsi over 28 days reaches 150 ohms or at the patient's next follow up visit in 5 months. The system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.